Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during the surgical intervention for l1 and l2 fractured leads (reference MFR report# 1627487-2018-05316, 1627487-2018-05317) the physician accidently removed the 3rd lead. As a result, physician explanted the 3rd l3 lead.